Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of the lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.

Event description:
An eye care professional reported that a memory lens implanted in the right eye of a patient has since opacified. Potential visual acuity noted as 20/25. Visual acuity right eye 20/200 in 2007 visit. Yag performed (date not provided), with no improvement. Explant and replacement with possible vitrectomy expected, but not scheduled at the time of this report. Prognosis guarded. No further information has been provided.